Event description:
The customer contacted baxter's technical service center to report a compact exchange device (cxd). The registered nurse (rn) stated that the piece inside will not go to the side. The baxter technical service representative arranged for the swap. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device has not been received. A follow-up report will be submitted upon completion of the evaluation should the device be received by baxter.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded therefore the root cause cannot be determined. A device history review was performed and no issues were found that would have contributed to the reported difficulty. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.